Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a blank display. Customer stated that insulin pump had a post-reset ram crc alarm. Insulin pump had another battery in pump and insulin pump was able to start up and got the pump error alarm. Insulin pump after inserting a new battery display did not returned. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.